Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the pusher assembly of a ruby coil was kinked upon removal from the packaging. The ruby coil was therefore not used in the procedure. The procedure was completed using another ruby coil.